Manufacturer narrative:
(B)(4).

Event description:
Distributor on behalf of patient contacted dexcom on (B)(6) 2015 to report that upon sensor deployment, sensor wire broke and remained under the skin. Patient removed sensor wire on their own. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, images were provided and shows possible sensor wire in skin; however, it cannot be confirmed that the sensor wire was broken. The root cause could not be determined.